Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis was not detecting the loss of battery energy; however the analysis sent in can sometimes be from prior to the trigger of the code. Device replacement was recommended. No adverse patient effects were reported. The device remains in-service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient condition had improved, and replacement of the device was not needed. The device remains in-service. No adverse patient effects were reported.